Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for implant procedure. During procedure, high impedance was observed on the right ventricular lead. It was noted that multiple attempts to position the lead to obtain ideal impedance values were unsuccessful. The lead was not implanted; another lead was implanted successfully. It was noted that the patient did not experience any adverse consequences as a result of the event.